Event description:
It was reported by the rep the device was used during a laparoscopic abdominoperineal resection. It was reported putting the cs device together to teflon pad would not align with the blade. The product was not used and new product was opened. There was no consequence to the pt.